Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the right atrial (ra) lead exhibited oversensing of noise. The ra lead was explanted and replaced during a scheduled explant procedure. The patient was in stable condition throughout.